Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nausea, headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and the manufacturer received information alleging nausea, headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the device evaluation observed dust/dirt contamination on flip side panel, inside and outside of top and bottom enclosures, front ui panel, side panel, blower box, airpath, in water tank, bottom of water chamber. Hair in water chamber assembly. Additional foot on bottom of device. Discoloration on flip lid seal and dry box seal. Liquid ingress with mineral deposits were observed. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the presence of dust/dirt contamination in the airpath. There was no evidence of sound abatement foam degradation.